Event description:
It was reported the patient's scs extension was replaced due to being fractured which caused the patient to experience loss of stimulation. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.